Event description:
It was reported that the patient presented for a device implant procedure. Post procedure, upon interrogation, it was observed that the implantable cardioverter-defibrillator exhibited low battery voltage. No resolution was taken. The patient was stable and will continue to be monitored.